Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the area where the new battery is protruded and it felt uncomfortable. Patient stated that their glute muscles kind of contract and it kind of felt like it was twisting a little bit in there. Patient confirmed that they did feel the stimulation sensation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient requested to reschedule the call as they were busy at work and did not have equipment available.

Event description:
Additional information was received from a healthcare professional (hcp). When asked for clarification they stated that the patient had lost a lot of weight and it was painful. They stated that the cause of the battery twisting was not known and that the battery was not twisted, but was flat. When asked what steps were taken to resolve the issue they stated that they were planning a full replacement as the the battery was low anyways. The cause of the battery protruding was due to weight loss. The issues had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.